Event description:
Sometime in (B)(6) 2014, I received the permanent birth control method, essure. I was suggested this option after the birth of my son, for permanent birth control, as I was told having a tubal ligation could be risky due to being overweight. They were implanted successfully on the 1st attempt, and the hsg test run approx. 6 months later showed successful results. Now, over the last 2-3 years, I've developed a series of physical health issues that's left the specialists baffled on a source. Early in 2016, I learned the essure implants are made of nickel-titanium. At the time of implantation, I have been informed they were instead made of surgical steel. If I'd known the actual metals, I wouldn't have agreed to the procedure as I knew well before 2014 that I am allergic to the metal nickel. Contact with nickel eventually leads to a reaction I could best describe as 'corroding' or 'necrotic' to the tissue touched. The three specialists I am seeing now, agree that the essure implants could well be part of the triggers causing my current batch of disconnected illnesses and reactions. However, as the data is limited on direct casuality, insurance will not cover their removal and such a surgery would be fully on my cost as 'elective birth control reversal.' I don't want more children. I want my health back. I've become b-12 deficient from a currently unspecified auto-immune reaction, I am trying to stave off nerve damage brought on by that vitamin deficiency, and other symptoms described as phantom pains, abdominal wall spasms, fatigue outside the usual for my regular medications, joint focused aches and pains, and headaches the neurologist describes as migraine variants of unknown trigger point. I was 'sold' on surgical steel, instead I have a nickel alloy in my fallopian tubes with no affordable method to have the essure implants removed to halt a likely allergic reaction.